Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar placement procedure in the prostate performed on (B)(6) 2019. Reportedly, ativan 0.5 mg, emla cream topical, lidocaine topical and lidocaine injectables were given to the patient prior to the procedure and chloraprep was used to prepare the area for the procedure. According to the complainant, the patient experienced allergic reactions and breathing issues post procedure. Emergent medications of benadryl, hydrocortisone, epinephrine were given to the patient and he was taken to the emergency room (ER) and he received solumedrol. In the physicians assessment it is unlikely that the patient symptoms was caused by the device. The procedure was done under local anesthesia and the patients symptoms were most likely a rare reaction to either the injected lidocaine or a preservative in the lidocaine. The patient was discharged approximately four hours after admission. As of (B)(6) 2019, the patients condition was reported to be good.